Manufacturer narrative:
Continued e1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV as well as "fibrosis in relation with the periprosthetic capsule" and "nodules in the right breast" diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.